Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system had passed out. The following clinic was notified. This pacemaker system remains in service. No additional adverse patient effects were reported.